Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device advised to shock a rhythm that the complainant deemed non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.